Manufacturer narrative:
Corrected data: b3: date of event: should be corrected to 08-04-2023. B5: od should be corrected to os. D6b: explant date should be omitted for correction. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of a -15.0/3.0/90 (sphere/cylinder/axis) was implanted as a replacement into the patient's left eye (od) on (B)(6) 2023, due to the initial lens tear/break during injection/delivery into the eye. Blurred vison and mild corneal edema was obersrved. The status of the eye reported, "mild cornea edema."